Manufacturer narrative:
The facility reported pieces from a pull thru stubby brush breaking off inside an endoscope while staff pre-cleaned the endoscope. The pieces fell inside a patient during the subsequent patient procedure thus there is risk of cross-contamination. While performing an egd procedure with an olympus gif-hq190 series endoscope the physician detected pieces from a pull thru brush inside a patient when using the forceps in the biopsy channel. The physician then removed the pieces. It was reported the facility's endoscope technician had manually cleaned the endoscope, but they did not notice the pieces were missing from the pull thru stubby brush. The facility sent the endoscope to the manufacture for repair. Medivators has not been informed of their results. The pull thru brush was not returned for investigation. No adverse event reported. This will continue to be monitored in the medivators complaint handling system.

Event description:
The facility reported pieces from a pull thru stubby brush breaking off inside an endoscope while staff pre-cleaned the endoscope. The pieces fell inside a patient during the subsequent patient procedure thus there is risk of cross-contamination.